Event description:
On (B)(6) 2017 as dobhoff tube removed, md, rn and pt heard pop and dobhoff tube removed and did not have weighted tip present on end of tube. Abd xray showed no tip. On (B)(6) 2017 sinus xray showed tip in r nare. Ent consulted and removed at bedside.